Event description:
Consumer received an electrical shock and a burn from the heating pad. He has a quarter sized blister. At the time of the incident, the consumer was leaning against the heating pad, which is contrary to proper use instructions.